Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose of 340mg/dl. Reportedly there were air bubbles in infusion set cannula. Customer administered correction bolus and changed supplies to address issue.